Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-06049. It was reported the patient complained his scs system's stimulation was uncomfortable. The patient stated he would like the scs system removed. No additional information was available at this time.

Event description:
Device 2 of 2, reference MFR report: 1627487-2017-06049. Additional information received identified the patient's scs system was removed.